Event description:
It was reported that the compressor unintentionally went into auto standby mode during pre-use check and ventilation. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The compressor was investigated on site and the standby valve replaced. The replaced part was returned for investigation. The reference compressor went unintentionally into standby mode when the returned standby valve was connected to a reference compressor. The investigation revealed that the returned standby valve was defect. The root cause for the defective standby valve could not be determined. This could lead to stop of ventilation and alarms will generate.